Manufacturer narrative:
Device was not returned to manufacturer.

Event description:
Clinical manager reported incident, technician disconnected patient from avf needle, tried to engage the safety device, needle went through safety device and needle stick injury occured. Technician was sent to the urgent care for medical intervention. Labs were drawn, results came back negative, tehcnician is well without symptoms.

Manufacturer narrative:
Lot number of device has been updated and confirmed. Retained samples evaluated.

Event description:
Clinical manager reported incident, technician disconnected patient from avf needle, tried to engage the safety device, needle went through safety device and needle stick injury occured. Technician was sen to the urgent care for medical intervention. Labs were drawn, results came back negative, technician is well without symptoms.